Event description:
The customer called and reported his blood glucose was 415 mg/dl. Customer treated with a bolus. She stated she was on steroids for a hand problem. Troubleshooting was performed for high blood glucose. Customer stated the drive support cap appeared normal. A tiny bubble was seen along the tubing length but was not there any longer. During manual prime, insulin exited at the quick release. Upon removal of infusion set, the cannula was found to be a little angled but not bent. Bolus history and basal rates were found to be accurate. The high pressure test was performed and passed. Customer was advised the insulin pump was properly functioning, and to speak with healthcare provider.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.